Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many sutures broke during the procedure? 2 sutures. What tissue was being approximated or sutured when it broke? When stitching the skin layer, it breaks when knotting. Procedure date? (B)(6) 2020. Note: events reported via mw#: 2210968-2020-06916. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a clavicle fixation surgery on (B)(6) 2020 and suture was used. The suture broke during knotting in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 10/16/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h-3 summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.